Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was running with high fever and his glucose level was 156mg/dl. The paramedics were called. The wife stated that the customer felt cold and hot and appeared that his blood glucose were low. A follow up report was conducted in which the wife stated that the customer was taken to the hospital due to low blood glucose of 58mg/dl and a temperature of 102 degrees. The blood glucose was treated. The customer also had pneumonia, which may have caused the low blood glucose. No further information was provided.